Event description:
The tech reported the right head side rail will not latch in the raised position. The bed side was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the side rail latch needed to be oiled. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 through 2009. It is unk if the facility performed any other preventative maintenance on this bed. The tech lubricated the right head side rail latch mechanism to resolve the issue. Based on this info, no further action is required.